Event description:
During a routine follow-up interrogation, it was found that there was no capture. An x-ray indicated the lead pin was not extending beyond the connector block. Therefore, in 2008, a re-intervention was performed and the ventricular lead was reinserted into the connector and tightened down. This device is functioning normally following this procedure and remains implanted.

Manufacturer narrative:
A response from the manufacturer is pending.